Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 100 - program image corrupt) was confirmed. Upon evaluation at the distributor, the monitor was displaying a wrench code 100. The cause for the corrupt program image was a corruption of monitor software. The root cause for the software corruption could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable malfunction was discovered. A patient's monitor was displaying a wrench code 100 (program image corrupt).